Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on programmed parameters and device usage, a longevity calculation was performed and found to be below normal limits. A high current drain source was found during bench testing. Further testing isolated the high current drain to the rf module component. It is believed that the voltage was already showing signs of depletion on the reported implant date.

Event description:
It was reported that premature battery depletion was observed. The device was explanted.